Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user stated to tech that the unit will run but the charger light will not light up when charging.